Manufacturer narrative:
Investigation pending.

Event description:
Customer reports discrepant meter results for 3 pts when compared to lab results. The 3 pts all had low results of 1.1 on meter. Pts all had results around 4.x in the lab.